Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for the past several weeks the patient has been experiencing pain in the area of their ins. When the patient touches the area it hurts and said it hurts almost constantly. The patient confirmed no falls, trauma or procedures. Patient said they'd like to have the ins removed because the stimulation doesn't seem to be working either. Patient said since implant, they have not gotten therapy relief and they are up several times during the night to go to the bathroom. Patient said that they have tried several different programs and settings but as long as they've had the ins, it hasn't done much good. Patient said lately it hasn't worked at all. Patient mentioned somebody came in and "put new settings on" and even those didn't work (see (B)(4) for previously documented information in regards to new programs). Patient services specialist reviewed therapy optimization options to see if it would help with the pain. After review, patient said the pain is external. Patient service specialist reviewed that the patient could turn their stimulation off to see if that helps with the pain but the patient would need to follow up with their managing health care provider to discuss their next steps and address the pain. Patient has an appointment with their healthcare provider next week. Additional information was received on 2023-jul-10 and patient stated that they had pain where the device is and the device was removed on (B)(6) 2023